Event description:
A software error was detected in the customer's device, indicated by a malfunction code, but no notable events occurred prior to this issue. Customer's blood glucose level did not exceed 500 mg/dl, suggesting no adverse impact. Technical support provided information on resetting the pump, which resolved the malfunction without recurrence, allowing the customer to continue using the pump. The customer was advised to call back if the issue recurred and acknowledged this guidance.